Event description:
I have had lasik twice now since 2015 from (B)(6). I am now facing needing to get glasses and a consult for a third time. I am only (B)(6) years old, and got lasik in 2015 when I was (B)(6) years old. FDA safety report ID# (B)(4).